Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Franklin lakes, (B)(6) USA has been used as a default. Investigation summary: - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for bending during use, the 3rd related complaint for npi blunt & the 3rd related complaint for difficult/unable to operate on lot # 9176409. Investigation summary: customer returned a photo of a tear drop label for a 4mm, 32g pen needle from lot # 9176409. No samples (including photos of the samples in question) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos of the samples in question were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos of the samples in question were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin. The following information was provided by the initial reporter: "it was reported the dose failed to deliver during injection as the needle did not correctly puncture the rubber tip of the pen but rather created an insulin-filled bulge at the tip. In two instances the pen needle bent. Verbatim: I use bd nano 0.23mm x 4mm pen needles with a fiasp flextouch 3ml prefilled pen. On three occasions in the last couple weeks the dose failed to deliver during the injection as the needle did not correctly puncture the rubber tip of the pen, and rather created an insulin-filled bulge at the tip. In two instances, the pen needle bent, and in the third (today) the needle actually broke off in the pen. Since I can't be sure if the dosing will be accurate after these incidents, I've had to stop using each pen and start a new one, and obviously use additional needles. I can't be sure if the problem is with your needles or the fiasp pen, but I wanted to report it to make you aware of these complications. I've also reported it to pen manufacturer. I am confident the problem is not a result of user error as I am consistently careful in how I attach the pen needle onto the pen. The lot in question is 9176409, exp 2024-06-30. Thank you.